Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with a monoject insulin syringe. The customer reports "removed cap and needle fell out."

Manufacturer narrative:
An investigation is currently underway; upon completion, the results will be forwarded.